Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self-test, unexpected error test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08720 inches. No excessive no delivery alarms noted. A water filled reservoir was used during testing. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history screen. No bolus or delivery anomalies noted during testing. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2016 with blood glucose of 636 mg/dl. The customer stated that she got up in the morning and her blood glucose was in the 500's mg/dl. The customer was given insulin and it did not do anything. The customer had symptoms such as chest pains. The customer was treated with shots at the hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.